Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 31g syringes with the shipping cartons from lot # 7345823. Customer states that the printing is missing on the shelf carton. The attached photos were examined and exhibited missing lot number, manufacturing date, and expiration date information on the shelf cartons. A review of the device history record was completed for batch# 7345823. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: potential root cause is the box may have been fed incorrectly during stamping of the information required. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the packaged bd ultra-fine¿ ii insulin syringes were missing label content.